Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient stated was having pain over the battery site and waned the system removed. There were no known environmental/external/patient factors that may have led or contributed to the issue. Per patient request, full system explant was completed and the issue was resolved. Hcp had no further information, patient's weight was asked but unknown, customer discarded the devices. No further complications were reported/anticipated.